Manufacturer narrative:
This report is for an unknown screwdriver shaft/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar fusion on an unknown date, a screwdriver was discovered to be broken. After putting the first screw in, the surgeon went to load the second screw and discovered that the distal tip of the screwdriver's shaft was broken. The broken instrument was not used in the case. The screwdriver shaft used for the first screw was used for the remainder of the procedure. The tip of the screwdriver was not noticed to be broken prior to sterilization and use. The instrument was shipped via the forward stocking location (fsl) with a broken tip. Patient status and procedure outcome is unknown. This report is for an unknown screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. This event is being captured under (B)(4) by depuy spine. This device does no belong to depuy synthes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.